Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a resolute onyx drug eluting stent to treat a severely tortuous, moderately calcified lesion with 90% stenosis in the mid rca. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. There was no trouble removing the protective sheath. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed-stent. Resistance was encountered when advancing the device and excessive force was used during delivery. Inflation device was on neutral. The inflation device is not hooked up until the device is in a position to deploy. It is reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was removed via a gooseneck snare. No further patient injury is reported.